Manufacturer narrative:
Biopatch (unknown ID) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. However, a probable root cause for the reported complaint is that the device was used on a patient with material sensitivity. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
This is a correction report for facility identifier: correct facility identifier: facility identifier: (B)(6); cfn/fei#: (B)(4); facility: (B)(6).

Event description:
N/a.

Event description:
Medwatch unt-2023-031537 "skin irritation due to the dressing on her hickman central line; red area at the armpit and red at the neck around the bio patch; she may be having an allergic reaction to the shower patches or the bio patch." Case description: "this case is a report received on 31 oct 2023 from a healthcare professional (medical assistant) from a patient support program via a specialty pharmacy. This 51 year old, 118 lbs, female patient began therapy with remodulin (treprostinil sodium, concentration 1 mg/ml), on (B)(6)2023 for secondary pulmonary arterial hypertension. The current dose was reported as 0.026 g/kg, continuous via intravenous (IV) route. On an unreported date in 2023, the patient was experiencing skin irritation due to the dressing on her hickman central line, she also had red area at arm pit and red at the neck area around the biopatch. The physician thought that she might be having an allergic reaction to the shower patches or the biopatch (dermatitis contact). Co-suspect medication included: biopatch (chlorhexidine gluconate) and unspecified shower patches. Concomitant medications included: multivitamin capsule, pantoprazole sodium, sodium chloride, opsumit (macitentan), lasix (furosemide), oxygen, spironolactone, revatio (sildenafil citrate), levothyroxine, ondansetron hcl, and cephalexin. Relevant medical history included secondary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the event of dermatitis contact. At the time of reporting, the outcome of dermatitis contact was unknown." The reporter did not provide causality for the event of dermatitis contact with IV remodulin. The reporter's causality for the event of dermatitis contact with biopatch and unspecified shower patches was considered to be possibly related.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.